Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in a severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to predilate the vessel after a non-bsc guide wire was able to cross the lesion. The balloon catheter was inflated twice. During the second inflation, the balloon ruptured at 8 atmospheres because of the severity of calcification. No kinks were observed prior to use and no resistance was encountered during procedure. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).